Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. Reportedly, the date had advanced to the 7th on the date of the complaint. The reporter was instructed to reset the date and time and the pump had maintained the corrected date/time after pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of total daily dose history found a date change from (B)(6) 2014, and the current data range did not cover the time period onward from the date change due to continued customer use. On investigation, the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. The pump passed a time keeping accuracy test and was able to maintain time accurately for the duration of the 5-day testing. Evaluation revealed that the internal clock battery on the printed circuit board was unable to hold sufficient charge and the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. As a result the investigation was unable to fully investigate the reported time/date issue.